Manufacturer narrative:
Section a5: ethnicity: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was implanted and then removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was implanted and then removed during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h11: health effect - impact code 2199 and health effect - clinical code 4582 are to capture the incomplete treatment, as the patient was left aphakic. Attempts have been made to obtain the information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was fully implanted in the right eye and then subsequently removed during the same procedure due to a complication; the lens tore the iris root causing zonular dialysis bleeding and landing on top of iris. The surgeon reported that the device caused or contributed to the event. The patient has a pre-existing short axial length which may have contributed to this event. The patient was left aphakic and it was noted that a vitrectomy occurred. It was noted that other additional medical and/or surgical interventions were required, but not specified as to which, and not clear if it was part of the surgeon's standard of care. Patient injury occurred; capsule lost zonular support and iris root tear bleeding. Retinal surgery is planned, as there is a need for an iris implant and a lens implant. The patient remains aphakic and awaits further surgeries. The device was discarded. No further information was provided.